Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error during bolus delivery and after exposure to MRI. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was not able to complete the rewind process. The customer also reported that the insulin pump buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer reported problem with her meter and air bubbles in the reservoir. Customer was unable to push the air bubbles out due to bottom of the reservoir was pulled out. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.